Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the product was not returned for eval. A device history record (DHR) review was conducted. The review showed no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. All post sterility and package integrity tests were acceptable. Integrity tests were acceptable. No sample returned from the customer to investigate. Complaint not confirmed. Root cause - unk.

Event description:
The event is reported as: during incoming inspection a pin-hole was detected on the package. No report of pt involvement/injury.